Manufacturer narrative:
Eval is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00086.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was an "underspeed" alarm with the roller pump. The pump would not flow past four liters per minute (1/min). The issue did not interrupt the surgery. The pt was at 20 degrees when change out occurred. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt. Information regarding this incident was provided by the primary perfusionist (ccp) and by the assisting perfusionist (asst. Ccp). This was a (B)(6) male congenital patient who was undergoing complex aortic root surgery with deep hypothermic circulatory arrest. There were no issues with this pump (arterial),observed during set-up and priming of the circuit and no issues observed in the early phases of cardiopulmonary (cpb). The patient was placed on cpb and cooled in preparation of the complex repair and the planned circulatory arrest period. The cross-clamp had been placed on the aorta during the cooling phase of cpb,and when the patient temperature had reached 20 degrees celsius,an "underspeed" alert message (with audible tone) was posted on the roller pump. The "underspeed" alert occurred when the pump flow approached 4.0 liters per minute (I/min) and when the flow was reduced to about 3.5- 3.7 I/min,the underspeed alert cleared. The targeted flow rate was about 4.2 I/min,but since the patient was very hypothermic,there were no clinical adequacy issues with the reduced flow (3.7 I/min). Though the calculated pump flow rate was about 3.7 I/min,the actual measured flow rate (via flow sensor on the tubing) was 4.0 I/min. The patient tolerated this flow rate very well. The decision was made to change out the roller pump,while on cpb,and while the patient was very cold at 20 degrees celsius. A back-up pump was brought to the operating room (0/r) and the asst. Ccp was available to help during the change out. Cpb was halted (arterial and venous lines clamped) and the arterial pump tubing was removed from the pump head. The pump was un-plugged and removed from the pole mounted bracket and the back-up pump was placed on the bracket and the same cable was connected to the pump (from the base). After the cable was plugged into the pump,power was provided and the pump display was illuminated. This new pump was attempted to be re-assigned as the arterial pump (to connect the pump to safety systems) and cpb was re-initiated. According to the ccp,the change out and attempted re-assignment took 5 minutes. After cpb was re-initiated,it was discovered that the re-assignment of this pump to arterial status was not successful. Arterial flow was able to be provided at desired rates,but safety systems (air, level, and pressure sensors) were not linked to the new pump. As the scheduled circulatory arrest (planned arterial pump stop for a period of time) was close to occurring,it was decided to re-assign the new pump as arterial during the circulatory arrest period. During circulatory arrest, as the pumps were stopped, the ccp and asst. Ccp with the help of hospital biomedical engineer (biomed), exited the perfusion screen and went into the configuration mode. The new arterial pump was assigned as the arterial pump and configuration was exited and again the perfusion screen was selected. This process took about three minutes, but again this was during the planned circulatory arrest and thus this re-assignment did not delay the surgical procedure. From this point,safety systems were now linked to the arterial pump. After the majority of the surgical procedure was completed,cpb was re-initiated and the patient was slowly rewarmed back to normal patient temperature (37 degrees celsius). There were no additional issues with this roller pump or any other part of the cpb circuit for the remainder of the procedure. The case was completed,as scheduled with no actual delay in the surgical procedure (since the patient was so cold and the change out did not impact the actual surgical procedure). There was no associated blood loss and no harm was observed during the procedure or while the patient was in the operating room.